Event description:
It was reported that during the first firing of tsb45 on stomach, the surgeon fired instrument and noticed no staples formed and it appeared that some staples were missing from area where they should have formed. There was no pt consequence.